Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered 22 shocks for atrial tachycardia. Therapy was exhausted twice. The device was reprogrammed and the issue was resolved. There were no further adverse patient effects reported.

Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.